Event description:
It was reported hat the cot dropped with a patient onboard. Inspection of the cot revealed a faulty support cylinder that may have contributed to the event. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported hat the cot dropped with a patient onboard. Inspection of the cot revealed a faulty support cylinder that may have contributed to the event. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved by the customer replacing a gas cylinder that helps control actuation of the legs of the cot. The customer repaired the unit.